Event description:
It was reported that during a percutaneous coronary intervention a balloon pinhole was noted. The 90% stenosed target lesion was in a moderately tortuous unspecified vessel. The 3.5 x 15mm nc quantum apex mr balloon catheter was unable to be inflated. There was a pinhole noted in the balloon, when removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).